Event description:
A nurse reported that following bilateral intraocular lens (iol) implant surgery, the pt is experiencing "fuzzy, cloudy" vision. Additional info was received from the surgeon who reported the pt experienced halos and lesser vision or cloudiness in low light. He indicated noting posterior capsule opacification but it was not treated. The surgeon reported the pt has moved out of state and is now lost to f/u. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. Additional info was requested and received. (B)(4).